Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comments that the electrocardiogram (ECG) port did not work, and the stylus was delayed, there was a loose ECG connector on the link electronic module (lem) and the overlay was out-of-specification. Analysis also noted that the upper universal serial bus (usb) connector on the micro processor unit (mpu) printed circuit board (pcb) was broken, the power cord bay was broken, the hinge plate screws were missing, the upper display hinges were broken, the left keyboard hinge was broken, and the liquid crystal display (lcd) was out of specification. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer electrocardiogram (ECG) port did not work and failed to provide a waveform on any of the three channels. It was also reported that there was a delay when using the stylus on the screen. The programmer was returned for service. There was no patient involvement.